Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the battery cap revealed no stripped threads and damage to the slot on the top of the battery cap. Testing confirmed that the yellow o-ring was visible and not secured properly to the test pump. The battery cap contact height was observed to be above specifications and the battery cap contact width was observed to be below specifications.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and battery cap contact height and width outside of specifications. This report is made based on results of investigation completed on (B)(4) 2014.